Event description:
Following intraocular lens (iol) implant surgery, a consumer reports pain in the upper lateral quadrant of the eye and inconsistent vision. The consumer sought a second opinion and was told the lens was probably twisted. The implanting surgeon feels the problem can probably be corrected with limbal relaxing incisions. In a follow-up, the surgeon reports the prognosis as "excellent."

Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 01/09/2008 and 01/11/2008 by phone, mail and fax. A completed questionnaire was returned 01/15/2008. This report was mailed to FDA on: 02/01/2008.